Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via two 8f sheaths prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two proglide sutures were successfully preplaced in the rcfa. In addition, two proglide devices preplaced sutures in the lcfa; however, there was a difference in length of the sutures. One suture did not remain in the vessel wall. Proglide use was abandoned in the lcfa. The tavi procedure was completed. During advancement of the knots in the rcfa, one knot did not advance correctly (the knot locked/stopped before the vessel wall). Manual compression was held and another proglide suture was deployed to achieve hemostasis in the rcfa with two proglide sutures. An arteriotomy was performed with surgical suturing achieving hemostasis in the lcfa. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.